Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated false asystole due to undersensing. Suspected false asystole episodes due to sharp non-physiological deflections at the onset and/or end of the ECG which is consistent with loss of electrode contact.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded false asystole. The device is still in use. No patient complications have been reported as a result of this event.